Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the jaws on the hemopro 2 were bent upon opening the package. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage or evidence of blood. The hemopro 2 device was returned inside of the cannula. A visual inspection determined that the heater wire was separated from the center of the hot jaw. The heater wire remained attached to the tip of the jaw. The jaws were bent at 45 degree angle at the end of the shaft. The hemopro 2 tool cannot physically be inserted into the cannula with the jaws bent at a 45 degree angle; thus the reported incident appears to have occurred after insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).